Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 600 mg/dl due to bent cannula. Customer's blood glucose was 225 mg/dl and then 400 mg/dl. Customer resolved issue with a set change and manual injection. Customer was educated on cause and prevention of bent cannula.